Event description:
It was reported that the patient had an empty reservoir due to a refill scheduling issue. It was stated that the pump was supposed to be filled on (B)(6), but the patient couldn't get an appointment until (B)(6). The drug used in this system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).